Event description:
This report is being filed for a reportable device malfunction identified by the MFR. The MFR became aware of the reportable malfunction during an internal audit of svc records, following a change in MDR reporting criteria. A user facility returned an electromechanical ambulatory infusion pump to the MFR for repair of an unknown malfunction. During servicing by the MFR, the infusion pump failed a functional test for a door-open alert.